Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced into a previously placed stent. However, it was noticed that the stent became flared and long. The lesion was then dilated and the procedure was completed with a different device. There were no issues with patient safety or outcomes.